Manufacturer narrative:
H.6. Investigation: no samples or photographs received from the customer. The investigating team has used the retention samples of material code 391592 and lot number 1120010 for investigating the reported defect. The investigation team has carried out the simulation of the complaint on the 10 retention samples of product material code 391592 and lot number 1120010. Based on the simulation carried out on the venflon I retention sample to confirm the defect foreign matter(rust) it was found that the rust could be the eye made on venflon I; venflon I has a eye made on the needle a feature to help the care giver to know if he has reached the vein. The defect could not be confirmed. H3 other text : see h.10.

Event description:
It was reported that the venflon I 20ga 1.0 mm x 32mm needle was rusted. The following information was provided by the initial reporter: "one of the cannula needle was found rusted."

Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is not registered with the FDA. (B)(4). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the venflon I 20 ga 1.0 mm x 32 mm needle was rusted. The following information was provided by the initial reporter: "one of the cannula needle was found rusted."